Event description:
Customer reported she was hospitalized due to her meter stating she was low, giving her false readings. Customer's blood glucose was 40 mg/dl at home and 38 mg/dl at the emergency room. Customer stated the drive support cap was normal. Customer stated the significant events that lead to her being admitted to the emergency room was the meter wasn't working. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.